Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she noticed the box of tampons had strings that were stuck inside the tubes and not long enough to reach the end of the tube prior to use. The tampons were not used.